Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occur during pt use. The initial evaluation of the device is yet to be completed.

Manufacturer narrative:
(B)(4).